Event description:
It was reported that the patient fell and later presented with high impedance, where ap and lateral chest and neck x-rays were performed. The x-rays were received for review. The image of the chest is focused in on the generator, therefore no assessment can be made on the placement of the generator. The lead pin appears to not be fully inserted into the connector block. The end of the lead pin is not seen to be protruding past the 2nd connector block. The lead was observed in the patient¿s neck and appeared to be routed toward the patient¿s left chest. A strain relief bend and two tie-downs appear present. A strain relief loop cannot be visualized. There was a portion of the lead that appeared to be routed behind the generator. The lead wires are intact at the connector pins. No sharp angles or gross discontinuities were identified in the visible portion of the lead. The cause of the patient¿s high impedance is likely due to incomplete pin insertion. Note that the presence of a micro-fracture and/or a lead discontinuity could not be ruled out in the portion of the lead that is not visible in the provided images. The patient later underwent a full replacement surgery, and the generator and lead were later received for product analysis. Internal generator data review showed that the last known impedance change occurred on (B)(6) 2024 from 9764 ohms to 12336 ohms. This is already known as due to incomplete pin insertion. Product analysis was completed on the suspect lead. Visual analysis of the first returned portion showed two full sets of setscrew marks on the connector pin and one half-set near the end tip of the connector pin, indicating that the lead pin was not fully inserted at one point in time. The connector ring had several areas with a reddish-brown substance. Energy dispersion spectroscopy showed rust deposits associated with implant processes. Analysis of the second returned portion showed three cut openings on the outer tubing with the inner tube coils protruding out, likely occurring during the explant procedure. The inner tube near the end portion of the pin is abraded open, likely due to wear. Dried body fluids inside the inner and outer tubing with no obvious path of ingress other than the identified cut ends and abraded tube openings. White deposits were seen on the outer tubing and is associated with organic processes of implantation. Continuity checks of the returned lead portion were performed during the functional analysis, and no discontinuities were identified. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. Note that since a portion of the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Product analysis worksheet was reviewed and no anomalies outside of the previously mentioned issues were seen. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may have not been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.